Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lot of pain and rupture and capsular contracture baker grade iii.

Event description:
Patient reported left side a lot of pain and rupture. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "a lot of pain" and "rupture." Patient representative later reported "capsular contracture" (baker grade iii). Patient later reported "the presence of liquid in the lower quadrants of the left breast, suggesting rupture of the prosthesis on the left" and "liquid was in a small amount." Device was explanted.